Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2024. The blockage was in the tubing. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the reference samples for the lot 6003969 have already been previously tested in the (B)(4) on 28-apr- 2024. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications as per the test report.. Device history record (DHR) review: the lot 6003969 was manufactured according to the work instruction (wi) version 77 manufactured in the machine 12, on 31/oct/2023, with a total of (B)(4) units. Gluing of tubing the lot 3k03770 was glued according to the wi version 26, machine sc01, with a total of (B)(4) units. The lot 3k03772 was glued according to the wi version 26, machine sc01, with a total of (B)(4) units. The lot 3k04922 was glued according to the wi version 26, machine sc01, with a total of (B)(4) units. The lot 3k04924 was glued according to the wi version 26, machine sc01, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, nor maintenance events were recorded. Trending: a query was run in database on 19-feb-2025 against malfunction code occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pumpmay have sounded) and lot 6003969 no more complaints has been registered in database for the same lot 6003969 and malfunction code. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests for retention samples, no non-conformance (nc) raised during production. No further actions are required. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.